Event description:
It was reported via a voluntary medwatch report submitted by a user facility that during a procedure using a multivac 50 xl icw wand, the tip of the wand detached while inside the surgical site. The detached tip was located via x-ray; however, the surgeon was not able to retrieve it after several attempts and eventually abandoned the debris in the pt. There have been no reported pt complications as a result of this event.